Event description:
It was reported that the bd maxzero¿ extension set, minibore, trifuse was occluded when flushing. The following was provided by the initial reporter: verbatim: complaint received via email. Email attached. 1 nurses stated there was an issue flushing bd ref# (B)(4) with saline, they met resistance and it wouldn¿t go through, but no issues recently.

Manufacturer narrative:
H6: investigation summary : no product or photo was returned by the customer. The customer complaint that the set was unable to be flushed could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxzero¿ extension set, minibore, trifuse was occluded when flushing. The following was provided by the initial reporter: verbatim: complaint received via email. Email attached. 1 nurses stated there was an issue flushing bd ref# (B)(4) with saline, they met resistance and it wouldn¿t go through, but no issues recently.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.